Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately one-month post implant the patient was experiencing occasional diaphragmatic stimulation from the left ventricular (lv) lead, which appeared to be position dependent. The lv lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.